Event description:
It was reported to globus that a revision surgery was required due the collapse of a fortify spacer. Revision surgery took place (B)(6) 2013. Surgeon was unable to get safely through the psoas muscle. Unable to get through the original mis lateral plane. Surgeon instead decided to revise the original unilateral revolve pedicle screw and cocr rods. Another surgery is planned to gain access through an open lateral approach to revise the fortify spacer.

Manufacturer narrative:
The product was not returned for evaluation, as the spacer could not be revised. An additional surgery is planned to revised the spacer. Globus will provide a supplemental report on the spacer when the information becomes available.